Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (0012268500); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an unspecified issue occurred leading to valve ex plant.

Manufacturer narrative:
Additional information: section b1 - changed from "adverse event" to "product problem." Section b5 - added third paragraph. Section h1 - changed from "serious injury" to "malfunction." Section h6 - updated fdd/annex a and fdm/annex b codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an unspecified issue occurred leading to valve ex plant. Additional information was received that the valve was never fully deployed. The valve frame appeared to be kinked under x-ray and was completely retrieved several times, then removed from the body together with the delivery catheter system (dcs). A new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received clarifying that the kink in the valve frame was actually infolding. Furthermore, it was confirmed that the valve was recaptured three times because the valve infolded after it was deployed.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, an unspecified issue occurred leading to valve ex plant. Additional information was received that the valve was never fully deployed. The valve frame appeared to be kinked under x-ray and was completely retrieved several times, then removed from the body together with the delivery catheter system (dcs). A new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 78.8 mm with a peri meter derived diameter of 25.1 mm suggesting a 29 mm valve. The aortic valve appeared to be moderately calcified. It is not known if a balloon dilation was performed prior to the valve implant. It was reported that an infold occurred during the valve implant attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Intraprocedural fluoroscopic images were not provided for review; therefore, it will not be possible to validate a good load prior to the valve implant attempt and the cause of the infolding that was reported. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) lists infolding as a potential risk associated with the treatment procedures. There is no identified inadequacy with the IFU in relation to this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported per the physician, the patient's anatomy contributed to the infold as there was "no coronary sinus calcification mass". This event will continue to be monitored and trended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.